Manufacturer narrative:
G4: 23jan2020 b4: (B)(6) 2020. The service engineer (se) inspected the device. The se found the touchscreen was failing calibration. The se replaced the touchscreen to address the reported issue and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/12/2019.

Event description:
It was reported that the ventilators touchscreen was not responding. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.